Event description:
It was reported that low sensing amplitude was observed. The lead was explanted and replaced. The patient condition is well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.